Manufacturer narrative:
Additional information was reported "it is highly likely that the pump has been discarded and will not be returned, but the data logs will be retrieved once they are available."

Event description:
Clinical narrative: impella cp was inserted via the axillary artery with side unknown in a 56 year-old male patient presenting with acute decompensated chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. Prior to impella insertion, the patient was supported with intra-aortic balloon pump and veno-arterial extracorporeal membrane oxygenation, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella device utilized for left ventricular venting. On day 10 of support, while managed at p-level 8 to 9, a motor current increased, resulting in pump stoppage. The purge solution in use was myelon purge (sodium bicarbonate). Purge parameters demonstrated pressures in the 300 millimeters of mercury range and purge flow rates of approximately 6.0 milliliters per hour. A low purge pressure alarm was noted temporarily, but "fixed immediately". Troubleshooting included pump restart; however, motor current immediately exceeded 1100 milliamperes, resulting in recurrent pump stoppage. Impella cp was replaced approximately 2 hours after the initial event. Hemodynamic status remained unchanged throughout the event and following device exchange. Based on the available information, the event was associated with pump stop due to increased motor current requiring a device exchange. There was no reported adverse impact to the patient noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.